Event description:
It was reported that a lead was opened for implanting and the white-tipped soft stylet was removed and the stiff, bent stylet was inserted. Towards the final 3-5 cm of insertion the stylet was very difficult to introduce and, which caused the stylet to bend slightly. Further attempts resulted in no further advancement of the stylet within the lumen of the lead. The hcp removed the bent stylet and introduced the stiff, straight stylet but the same issue occurred. The hcp attempted to implant the lead but wasn't able to steer it properly so a new lead was opened and implanted. It was reported that there were no symptoms or sequela for the patient, who recovered fully.

Manufacturer narrative:
Analysis of the lead model 3777-60 serial (B)(4) found no anomaly. Analysis of the green handle green cap stylet found the stylet wire was bent. Analysis of the green handle blue cap stylet found the stylet wire was bent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).